Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was dislodged and exhibiting high capture threshold. The rv lead was successfully repositioned. The patient was recovering after the procedure.